Event description:
It was reported by the customer biomed noted "volume delivered was close to the threshold during testing 12.59 no greater than 12.6". Biomed used the plan maintenance rate accuracy check it failed rate calibration. Biomed feels this is a very high rate of failure. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.